Event description:
As reported by the user facility (translation of user facility): free flow propofol: "when inducing anesthesia, after initial adjustments, the infusomat space volumetric pump allowed propofol infusion to flow freely into the tubing after the three way stop cock was opened. The pump was not in operation. The malfunction was observed quickly as the patient fell asleep prematurely. The incident did not cause any patient harm, as there were several persons following the procedure and I shut down the infusion immediately by using the roller clamp. The i.v. Anesthesia was continued by using another volumetric pump. The patient recovered normally from respective anesthesia." Reference MFR report 9610825-2013-00393.